Event description:
On (B)(6) 2003, the pt was implanted with two gore excluder bifurcated endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2008, a computed tomography revealed endotension. On (B)(6) 2011 the pt was implanted with three gore excluder aaa endoprostheses to reline the previously implanted grafts to treat the endotension. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs. (B)(4). According tot he gore excluder bifurcated endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement. Aneurysm growth in the absence of endoleaks has been defined as endotension in the literature. One hypothesis for the source of endotension is the transmural movement of serious fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. Evidence supporting this hypothesis has been gathered during surgical conversions, translumbar punctures of the aortic abdominal aneurysm, and laparoscopic exploration of aortic abdominal aneurysm sac contents. Due to these observations gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. The devices used in this particular case were the original gore excluder bifurcated endoprostheses.